Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up where post-paced t-wave oversensing on the ventricular lead was observed. Reprogramming was suggested.